Event description:
It was reported when the device was used during a low anterior resection, the staples were malformed. Consequently, the pt received a temporary ileostomy. There were no other pt consequence.